Event description:
(B)(4). I have always been a fun loving full of energy person with very little mood swings. I've always weight about the same and ever since having this put in me I've been very moody tried more often, no energy gain 15lbs always pain in the pelvic area, feel like I'm pregnant. Taken at least 5 test. Depression.